Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a sensor anomaly causing the insulin pump to suspend. Blood glucose value was 350 mg/dl at the time of the incident and went up to 400mg/dl. The customer treated with a manual injection and was not hospitalized. Troubleshooting was performed and it was determined that nothing will be replaced or returned.